Event description:
As reported , "was advised by dr that laser caught on fire where the fiber connect to laser. Fiber caught on fire. 200um fiber used. Laser still being used". The issue occurred during a dusting of stone in ureter or kidney procedure (therapeutic). There was no patient impact reported. No harm was reported. No patient harm, no user injury reported . This event is related to report with patient identifier (B)(6) ( laser system tfl-pls serial number (B)(4)).

Manufacturer narrative:
Additionally, as noted on the report, the device was inspected prior to use. Other devices involved in the event noted to be either storz rigid or flexible ureteroscope. No further information provided regarding the event reported. The subject device was not returned for evaluation. The cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d4 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to mishandling of the fiber. Olympus will continue to monitor field performance for this device.